Event description:
It was reported by the rep that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that when using the tsw35, the original cartridge was broken when removing it to reload. An atw35 was used to complete the procedure. There was no consequence to the pt.